Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va08t0c, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that infection was noted. The patient had a kidney infection which started a few weeks ago. The patient went to her primary hcp (healthcare provider) on (B)(6) 2014 and was put on an antibiotic. The patient continued to get sicker. The patient went to the ER on (B)(6) 2014 and they informed her it was an acute kidney infection. They didn't do any x rays but they did give her a strong antibiotic. The patient was told to see the urologist in 2 days. The patient was waiting for urinalysis results before she goes back to see urologist. The patient was so sick she couldn't get out of bed. The patient noted she can't walk around. The patient was experiencing bad back pain and pain in her bladder. The patient's pelvic floor was acting up real bad and she had pain around her sides and right where the kidneys were located. Compatibility guidelines were requested for the following: heating pad. The patient will be putting it above where the ins is located. The patient had a kidney infection and would like to use this for her pain. If additional information is received, a follow up report will be sent.